Event description:
It was reported on (B)(6) 2022, the patient issued a doctor's order for extubation at 9:13. After the left upper extremity venous PICC catheter was placed, the blood flow was well filled, and no thrombosis was found, so the catheter was extubated. Check the patient's catheterization record: the catheter was placed on (B)(6) 2021, the length of the catheter was 47cm, and the exposure was 2cm. After the catheter was placed, the experimental group drug infusion treatment was performed in the outpatient clinic on (B)(6) 2022. From (B)(6) 2021 to (B)(6) 2022, pipeline maintenance was continued in facility. After this treatment, extubation was performed, but due to the epidemic, it was impossible to go to another facility for extubation, and returned on september 22. PICC tube extraction was performed in our facility, and the patient was immediately informed of the risk of exceeding the usage time and the possibility of tube breakage. After disinfection at 9:40, it was found that the tube was not easy to be pulled out. , to promote vasodilation, massage the upper arm on the puncture side of the PICC catheter, relax the vein, perform the second extubation at 10:30, still unable to pull out the PICC tube, flush the tube with warm saline, and massage the limb again. The third extubation was performed at 11:00. If the catheter could not be pulled out, immediately notify the head nurse and the head nurse of intubation. After the head nurse of intubation treated again, the catheter was extubated. The length of the insertion tube is 47cm+2cm, and the length of the extraction is 34cm. Considering the rupture of the pipeline, brake immediately and push the wheelchair to the examination room for x-ray examination. If the pipeline is found to be broken under the collarbone, immediately report to the director of the department, the medical department, and nursing. The department at 12:30 on (B)(6) 2022 completed intravenous foreign body removal. Compression bandage was applied. After 6 hours of braking, family members took him back at 19:00. He asked the patient if he had any discomfort or bleeding, and told the patient to rest on his back today. The bandage was removed at 8:00 in the morning on (B)(6) 2022. Normal activities afterward.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1710 showed no other similar product complaint(s) from this lot number.